Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was made to the customer to follow up on a call he had previously made for low blood glucose levels. The customer stated that he was hospitalized for high blood glucose levels prior to the low blood glucose incident. No date was given. The customer stated that the hospital changed some of the settings during the hospitalization. The customer stated that he called in for assistance in programming his settings to what they were initially, and he has not had a problem since. Nothing further was reported.